Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received occlusion alarms in the past, but did not remember the specific event dates. The customer had been able to clear the alarms and resume insulin delivery, without issue. The customer's blood glucose (bg) level was not impacted. As tandem technical support was not contacted at the time of the reported issues, troubleshooting to determine a possible cause of the occlusion was unable to be performed.